Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer had a screen lag and that the stylus was unable to select anything on the screen. It was noted that the stylus did not align with overlay. Reseated connector between overlay and xy board and calibrated stylus. It was noted that the power cord was missing so added power cord. Reconfigured hard drive, reloaded, and updated software. Programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a screen lag and the stylus was unable to select anything on the screen. The programmer has been returned to service. There was no patient involvement.